Event description:
During remote monitoring, the device delivered a read error when attempting to communicate with the remote monitoring transmitter. A radiofrequency (rf) telemetry anomaly of the device was suspected. The patient is anticipated to be seen in clinic to test rf telemetry, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.